Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and a follow-up report will be filed.

Event description:
Pt had first pump infuse in 30 hours instead of 50 hours. He received a second pump which infused in 24 hours instead of 50 hours. Select-a-flow (saf) was confirmed secure and the fill volume was confirmed by the pharmacy to be 400ml. No adverse event reported. Date of event: unk. Anp: ask but not provided.